Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, damage (physical or cosmetic), occluded. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: insulin flow blocked document treatment for high bg: manual injection other than insulin, indicate medications taken to treat diabetes: no document type of diabetes: t1. The event involved product(s) mmt-1884, mmt-342, mmt-431ag. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to t roubleshoot for recurring alarms. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 : 03:33 bolus, 03:43 basal, 03:47 bolus, 03:48 bolus, 03:57 bolus, 14:43 bolus, 14:48 bolus in pump downloaded history. The following were noted during visual inspection: battery tube threads cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm during is not confirmed. Cosmetic damage is confirmed at the keypad overlay. Unable to confirm high bgs during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.